Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels reaching 521 mg/dl; cause was unknown. Customer required assistance from family member to treat bg via infusion set change and correction bolus as customer was feeling weakness from high bg. The customer was instructed to consult with healthcare provider regarding bg level.